Event description:
On (B)(6) 2026, senseonics was notified that a user requested removal of their sensor due to persistent discomfort at the insertion site. The user described the area as slightly warm and pink, with symptoms present since insertion and remaining unchanged over time. The user confirmed that the issue was not related to the adhesive. Although the user's healthcare provider had not yet been informed, the user was advised to notify them and seek medical guidance as appropriate. At the time of the report, arrangements were underway to facilitate sensor removal.

Manufacturer narrative:
Skin irritation at insertion site is a known and anticipated potential adverse effect as described in the eversense user guide and does not require additional investigation. The user was assisted with scheduling the removal. No other medical intervention was reported.